Manufacturer narrative:
Device was not returned for investigation. Cause cannot be determined.

Event description:
Medtronic received information that during use of a oxy nautilus extracorporeal membrane oxygenation, it was reported that blood clots developed on the second day of use on the device and this affected its operation. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that there were no issues with the oxygenator after the replacement. The customer only changed out the oxygenator. It was the first oxygenator used in the case.